Event description:
The following was reported: indication for nail placement as periprosthetic fracture with a stryker triathlon knee in situ. Right side. Survey does not provide any indication as to whether any triathlon implants were revised.